Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the pt fell from a bicycle and hit his head in (B)(6) 2011. On (B)(6) 2011 3 electrode channels were in status hi. Since (B)(6) 2011, all electrode channels are in status hi. The pt has access to sound but shows a decrease in performance.